Event description:
It was reported that the patients' right knee was being revised due to instability. The surgeon stated that there was a little yellowing on the poly.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patients' right knee was being revised due to instability. The surgeon stated that there was a little yellowing on the poly.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as follow-up notes are needed to complete the investigation for determining root cause.